Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump also had minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection and the insulin pump. It was also found the customer was feeling thirsty, frequently urinating and experienced a headache from their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. It was also found the customer did not have a bent cannula after removing their infusion set. The insulin pump also passed a high pressure test during troubleshooting. Customer's blood glucose was 219 mg/dl at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer agreed to return the insulin pump for analysis.